Event description:
Drug/diluent: unknown. Fill volume: 192 ml. Flow rate: 2.0 ml/hr. Procedure: chemotherapy. Cathplace: not applicable. B. Braun in france reported a fast flow. The pump infused in 60hrs instead of 96hrs. Adverse effects are unknown.

Manufacturer narrative:
Method: the sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received, and a follow-up report will be filed. It is worth noting that the reported fill volume of the device was 197ml's which is less then the nominal fill volume. I-flow provides a caution in it's directions for use which states the following: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate.